Event description:
It was reported that a plunger sensor error was observed. No patient injury was reported.

Manufacturer narrative:
Other, other text: this MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history review (DHR) is not applicable or relevant because the results of the complaint investigation do not indicate a problem with the manufacture or repair of the device. A product sample was received for evaluation. Functional and visual testing were performed. Both seals were broken. The investigation found the device had the top case was chipped and cracked. The bottom case had seal damage. Cracked battery door and left plunger case. The pump event history showed check clutch/ plunger lever error in the error history log (ehl). The evaluation was performed, and the reported issue was duplicated, during flow test. The position pot was damaged. The root cause of the reported issue was due to the user error. The technician replaced the damaged position pot. Performed all functional/delivery tests which passed.